Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep). It was reported the patient had incontinence problem due to radiation effect after anal cancer. The patient reported their device was implanted in early (B)(6) 2018 and the rep was unable to meet the patient prior to surgery. The patient noted starting in (B)(6) they began to experience pain in their hip and legs on the side of the implant. The patient stated they meet with 2 healthcare professionals (hcp) who would be doing some additional surgery. The patient stated the hcps indicated the device was poorly placed, too close to their spine and hip bone, which contributed to the pain. The patient noted they did get relief from their bladder incontinence and that was now lost. The patient noted they turned the device off in (B)(6) and the pain went away. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer on october 25th reported they were thin and that may also have had a factor, at implant she weighed around (B)(6)pounds. The patient noted when she turned off the device she no longer had pain. The patient noted she had the implant due to rectal prolapse which failed. The patient she was now going to have a colostomy, the date was unknown, and at that time they would remove the device and they may place a new device. There were no further complications that have been reported as a result of this event.